Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s therapy stopped working for them because they started leaking in their pants at night and getting up every 2 hours to use the bathroom. The patient stated they couldn't sleep very well and that it all seemed to have started up after their husband died in 2017, and they were under a lot of stress. The patient stated that although the loss of symptom control started about 6 months ago, it was a sudden onset for them and it had gotten worse in the last month. The patient stated that they turned stimulation up a couple of days ago. When asked if they could feel stimulation, the patient stated that when they were in the car on the day of the call they felt stimulation at a high level where it was almost painful. The patient noted that their healthcare provider told them that they could try different programs. The patient changed from program 1 at 3.6v to program 2 at 2.2v while on the call, and confirmed feeling stimulation in the bike seat area. The patient confirmed that the painful stimulation was resolved, and they were feeling stimulation comfortably. The patient was advised to contact their healthcare provider if the program change didn't improve symptom control. No further complications were reported.